Event description:
Caller tested 2.6 inr on the coaguchek xs plus/pro system while a comparison lab returned as 1.27 inr. The case indicates that due to the 2.6 inr result there was a "potential to delay treatment." The case also states that due to the 2.6 inr result there was "delayed thrombolysis." No further details provided. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).